Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 20x80/10fr 75cm wallstent® endoprosthesis was selected to treat a lesion. However, upon opening of the product, it was noted that the stent was pre-deployed. The device was never used inside the patient. The procedure was completed using another of the same device. No patient complications were reported.